Manufacturer narrative:
Additional information received via email on 04-jan-2021 that the pump did not fault while in use with a patient. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and a disposable cassette were attached for testing which passed. The customer reported problem was confirmed. According to the investigation, the pump downstream occlusion sensor was non-reactive and inoperable which caused the reported issue. Investigator replaced the pump dso sensor. Perform a full pm and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly alarm when latch was closed. No adverse effects were reported.